Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that retainer ring was missing. Customer stated that there are no leaks or cracks in her pump but there was a strong smell of insulin all the time. Customer stated there was fluid in the reservoir compartment. Strong smell of insulin coming from the pump with no visible damage or cracks. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.